Manufacturer narrative:
The dentist refused to provide any information about the dentist. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject sgs-es device [(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 7 service records since the device was shipped. The repair details are as follows: - (B)(6) 2015: the bearings were replaced. - (B)(6)2015: same as above. - (B)(6) 2016: same as above. - (B)(6) 2016: no abnormalities were found. - (B)(6) 2017: same as above. - (B)(6) 2017: same as above. - (B)(6) 2017: same as above. With respect to the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (40,000min-1 for the handpiece), without water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 40,000min-1 (motor revolution 40,000min-1). Nakanishi observed rises in temperature at the test points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 10 minutes into the test were as follows: - test point (1): 39.2 degrees c. - test point (2): 37.4 degrees c. - test point (3): 36.6 degrees c. - test point (4): 37.3 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the ball bearings were soiled. - no bur stopper was installed to the returned handpiece. - the inner diameter of the bur insertion opening of the handpiece was circumferentially abraded and discolored. B) nakanishi conducted a visual check and measured the dimension of the bur used at the time of the event. Nakanishi observed the following: - the overall length of the bur: 44.54mm* (specification: 70.00mm) * the returned handpiece should be fitted with a bur stopper in order to use a bur shorter than 70mm. - the diameter of the shank: 2.360mm (specification: 2.35mm) - the shank of the bur was damaged, which prevented the bur from being completely installed to the handpiece. - the working portion and the tapered part of the bur were discolored black. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the temperature rise at the time of the event. However, nakanishi observed some abnormalities in the bur returned together with the handpiece during the visual inspection. Nakanishi considers the possibility, based on the findings in the visual inspection, as well as many years of experience, that the cause of the handpiece overheating was frictional heat generated by contact between the bur and the bur insertion opening of the handpiece during rotation, which was caused by idling of the bur due to inadequate chucking of the bur. Nakanishi also considers the possibility that the cause of the reported patient's burn injury was heat generated by the working portion of the bur used at the time of the event. B) misuse by the user led to the above issues, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance as instructed in the operation manual.

Event description:
On (B)(6) 2025, nakanishi received a phone call from a distributor about an nsk handpiece overheating. The details nakanishi obtained are as follows: - the event occurred on (B)(6) 2025. - the dentist was extracting an impacted tooth on a patient using the sgs-es handpiece (serial no. (B)(6)). - during the procedure, the handpiece overheated, and the patient received a burn injury to their lip. - the dentist applied steroid ointment to the burn injury of the patient. - the patient is reported to have healed normally without need for additional medical treatment.